Event description:
It was reported that a loss of therapeutic effect occurred. There was no known accident or incident related to the event. The patient had a prolapsed vagina in (B)(6) 2011 and stated that required the patient to raise the stimulation. The stimulation was currently set at 8.5 volts. The patient did not require surgery and only had to apply "crème" to the area. The patient had also recently lost weight. The patient could feel stimulation while making adjustments but when the patient pulled the programmer away stimulation also went away. The location of the patient's symptoms was the perineum. The patient indicated they were still having concerns regarding their device or therapy but had an appointment with their manufacturer's representative or healthcare provider on (B)(6) 2011. Additional information received from the healthcare provider (hcp) indicated the cause of the event was the leads not working. An impedance check done on (B)(6) 2011 at 300 pw and 3.0 amplitude showed only leads "c" and "0" working. Also an impedance check on (B)(6) 2011 showed "c", "0" and "1" working and all other impedance measurements were >4000 ohms. A surgical intervention was scheduled for (B)(6) 2012. The patient also had sharp jolts of electricity in (B)(6) 2011 where the device was subsequently shut off. There was no injury to the patient. The device had not been working for several months. There was no effect on symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037 serial # njd099910n implanted: na explanted: na; lead model 3889 lot # v454536 implanted: (B)(6) 2010 explanted: unk.